Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, we had a device fail back on (B)(6) 2016 that was misplaced and I need to report it now. The loading button broke off. No patient injury. Current patient status: ok. The difficulty did not result in any tissue damage or patient injury (e.g. Unanticipated tissue loss, unintended colostomy, formal laparotomy, re-operation, etc.) To correct the condition: opened another.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Black loading/unloading top button was disengaged from the device. Pmv found that the plunger was broken and that the broken piece of the plunger was still attached to the black button. Functional evaluation cannot be performed due to the condition the device was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of disengaged or broken loading button may occur during the inability of the user to unload a needle which might cause the necessity to exert pressure on the button which results in the button disengaging or breaking off the plunger. The root cause of the observed damage was misuse of the product (handling rough) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.